Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated. (B)(6).

Event description:
According to the reporter; during a sleeve gastrectomy the device broke while stapling the stomach and the device jammed shut. The device could be squeezed and the staple could be released. The device could partly cut and staple the tissue. This happened after application on tissue. The jaws could open after clamping. There was no tissue loss, no bleeding. A wire was used to reinforce the staple line.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally, the instrument was loaded with single use loading unit. This test found the jaws to clamp and unclamp repeatedly without difficulty. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. The reload was then loaded into a post market vigilance (pmv) instrument for functional testing. The jaws clamped and unclamped repeatedly without difficulty. The reload was cycled without hesitation or binding and the jaws opened after the instrument return knobs were retracted. Functional testing also confirmed the safety interlock feature successfully prevented the reload from cycling again. During the investigation, a secondary condition was identified as follows; sheared teeth were observed on the firing rack at the site of initial firing post clamp up. A review of the instrument device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.